Manufacturer narrative:
The customer's complaint that the tubing cracked and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's maude report from FDA, which states ¿while priming the brand new smartsite infusion set tubing with normal saline the tubing began spraying out of a crack noticed between the clamp and filter." No customer contact information was provided in the medwatch; therefore it was not possible to confirm with the customer whether any injury occurred.